Event description:
The customer requested assistance with checking the settings. The customer stated that she has recently experienced unexplained high glucose and has not been wearing the insulin pump since three days ago. The customer stated that the reservoir is inside the device. Assisted the customer with the rewind process. The customer ran the high pressure test and the insulin pump did not alarm. No delivery. Instructed the customer to change the infusion set, and rer-attempt to run the test, but the insulin pump still did not alarm. Advised the customer to discontinue use and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.